Manufacturer narrative:
(B)(4).

Event description:
It was reported that cgm not working on the mobile app occurred. Data was evaluated and the allegation was confirmed as signal loss over an hour was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of cgm not working is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.